Event description:
The customer reported that the system would intermittently display an "overload reboot required" error message and the system would have to be rebooted to clear it. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced and the filaments were calibrated. The system was then found to be operating as intended.